Event description:
It was reported that during a procedure treat a lesion in the left main to left anterior descending (lad) artery, a perforation occurred which required the use of a graftmaster stent. The 4.0 x 16 mm graftmaster stent was implanted; however, the perforation was not sealed. Balloon angioplasty was then performed, but the perforation was not sealed. The patient was transferred out of the catheterization lab and extubated. Due to cardiac tamponade, the patient experienced a peri-procedural myocardial infarction and died the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effects of myocardial infarction and death, as listed in the coronary stent graft system, graftmaster rx instructions for use, are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.